Manufacturer narrative:
This is a definitive report. No more information will be provided by the staff at the injection facility. No case has been reported from other users on the reported batch numbers. No problem on manufacturing records, release test results and monitoring records at manufacturing sites. We consider that the product quality is not related to the event.

Event description:
On (B)(6) 2014, a (B)(6) female pt received first injection of supartz in both knees from lot 3c676n. No issue was reported. On (B)(6) 2014- she received second injection of supartz in both knees from lot 3c676c and 1z555n. No issue was reported. On (B)(6) 2014 - she received third injection of supartz in both knees from lot 3e678n. A few days later the pt experienced significant swelling in both knees. As a result pt was hospitalized. On (B)(6) 2014 - injection physician nurse reported that at the hospital the pt knees were drained and washed with saline. Evaluation of the removed fluid found staph. The nurse could not confirm if this was a case of infection or inflammatory reaction. The injection physician nurse confirmed that the physician cleaned the injection site before injection with supartz and uses ultrasound. She confirmed that the injection was administered after applying ultrasound gel and betadine. On (B)(6)2014- the injection physician nurse stated that the pt got discharged and is now recovered.